Event description:
During a breast biopsy as the cutter knob was advanced, the motor would not turn on. They tried to manipulate the cord but the motor would not engage. The patient's procedure was cancelled; and the patient was sent home under normal post biopsy instructions. The patient was rescheduled and the device returned for service and repair.